Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the sensor kit expiration date is 28 feb 19. A medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The date of event is unknown. The date entered is the date reported as "clinical event occurred approximately 3 weeks ago," all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified lower values while wearing the adc freestyle libre sensor compared to an adc meter. As a result, the customer experienced unspecified hypoglycemic symptoms, had a seizure, and lost consciousness. The customer was taken to the emergency room where a blood glucose test of 25 mg/dl was obtained on an hcp meter and the customer was provided serum for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.